Manufacturer narrative:
(B)(4). Insulin pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error detected, low battery, and power loss alarm. The power management tool confirmed power error detected, low battery, and power loss alarm were triggered when the battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer also stated that the display was not blank less than 30 seconds. The customer was assisted with troubleshooting and the display did return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.